Event description:
Description from the customer. "During pm found setpoint potentiometer would not operate in a linear fashion making it difficult to obtain desired setpoint". (B)(4). (B)(6).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device (B)(4). A maquet field service tech investigated the unit and performed the following work. Complete pm with full calibration, functional testing and safety check to factory specs. Found setpoint potentiometer would not operate in a linear fashion therefore, making it difficult to dial in desired temperature. The tech replaced the defective potentiometer. The unit was tested to factory specs. All tests were performed successfully.